Event description:
It was reported that a beta bionics ilet user received an unable to proceed alert when trying to perform a meal announcement. There was no notification for a restart but there was an alert for an occlusion. The user was walked through a successful dry run to resolve the alert. They declined a full supply change. During this time, the user went hyperglycemic to a peak of 400 mg/dl blood glucose which was resolved by staying on the ilet. The user had help from her son out of kindness and did not require any further intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.